Event description:
Related manufacturer reference# 1627487-2019-06789 & 1627487-2019-06787. It was reported the patient has been receiving inadequate therapy. As a result, the physician implant one additional lead to provide additional coverage. The patient is now receiving effective stimulation coverage.